Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n170500003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient reported that they had exploratory surgery because they thought it was scar tissue on the patient's spine. The health care provider (hcp) discovered it and the severed catheter on an unknown date. There was a "golf ball thickness" mass on the patient's spine that just got bigger and it "hurt to wear pants." The patient wore a waistband with a hole in the middle, to help relieve it. The bump began in (B)(6) 2009. The patient reported that they could run a marathon right after the pump implant, but in 2009 their bowels started slowing down, making it hard to go to the bathroom. A prescription of colace was given to treat that. The patient was told that the bowel issues were due to the drug going all over the patient's organs from the severed catheter. A new catheter was placed in (B)(6) 2010. The patient was in the hospital for two weeks. The pump was programmed "higher" at this time, per the patient. After surgical revision, they could not start the pump at the same rate. The started the intrathecal dose very low to begin with and gradually increased the dose after the surgery. The patient was told by the hcp it was a "clean cut" with the severed catheter, and "no one wanted to talk about it." The indications for use were non-malignant pain and rsd/causalgia-complex regional pain syndrome. The medications being delivered via the system were unknown. Drug information and the lot numbers were unknown. The patient's outcome was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.